Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient was feeling stimulation down their sciatic nerve. They stated that it was not working, as they felt that it was placed in the wrong spot as they felt the stimulation running from their sciatic nerve to their toes. It was also stated that it ¿hurt like nothing else¿ and they were unable to walk and were currently using a cane and a walker due to the device. A therapy adjustment was made on (B)(6) 2018 and the patient stated that the feeling of stimulation in their sciatic nerve was gone, but they were still sore and in pain. On (B)(6) 2018 it was reported that they were having more accidents, more bowel movements during their walking hours. It was stated that they needed to decrease stimulation due to sharp pain in the middle of their back. It was noted that they used a cane now and it had damaged their sciatica nerve even more than before. They were switched to program 6 and stimulation was at 2.0 and comfortable. No further patient complications are anticipated or expected as a result of this event.